Manufacturer narrative:
Device received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, displacement test or verify missing segments or partial display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stopped working had blank display. The screen was all white with a little line running through it and now it is completely dead. The customer's blood glucose level was unknown. It also reported that the display did not returned after insulin pump restart. It was also reported that the battery compartment was neither damaged nor corroded. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue the use of pump and revert to back up plan. The insulin pump will be returned for analysis.